Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope air/water channel was clogged, problems with feeding liquid through the instrument channel. During inspection and evaluation, it was noted that the air/water tube was clogged with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The presence of foreign material has also been confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to deformation of up/down knob, water tightness is lost, due to deformation of right/left knob, water tightness is lost, due to a pinhole on bending section, insulation resistance value at distal end does not meet specifications, due to damage on air/water tube, air supply volume does not meet specifications, due to clogging of nozzle, water supply volume does not meet specifications, due to the wear of angle wire, the play of up/down knob is out of specifications, plastic distal end cover has a burr, and light guide lens has a chip. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.